Manufacturer narrative:
The products are expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the hospital for a routine device check. Upon review, an electrocardiogram (ECG) showed a loss of pacing on the monitor and the physician believed the device was not functioning properly. The pacing thresholds, pacing impedance measurements, and sensing tests were performed with normal parameters observed. However, the patient's family was very concerned so the device and associated leads were explanted. The patient received a new pacemaker and lead system the following week. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.